Event description:
A balloon would not inflate and developed a pin-hole leak during an iliac angioplasty procedure via an ipsilateral approach. Another balloon catheter was used successfully to complete the procedure without patient complications. The device was recevied, evaluated and retained by this MFR. Microscopic evaluation revealed a pin-hole leak 2cm distal to the proximal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Therefore, co does not attribute this event to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."